Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spitting out black foam and noticed it due to collection of foam particles within the humidifier. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.